Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged headache. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section a3, e1 (email address) which was incorrectly captured in the initial report was corrected and section h6 updated in this report.

Manufacturer narrative:
Additional information was received on aug 17, 2021 and oct 12, 2023. Hence section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache related to a bipap device's sound abatement foam. Additional information was received about the alleged nausea, breathing issues, nose irritation, respiratory tract irritation, dizziness or headache. There was no report of serious patient harm or injury. Sections e1 and h6 health effects: clinical codes has been updated in this report.

Manufacturer narrative:
Additional information was received on nov 06, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache related to a bipap device's sound abatement foam. Patient also alleged of having nausea, breathing issues, nose irritation, respiratory tract irritation, dizziness, headache and copd (chronic obstructive pulmonary disease) increased losing to 29% lung capacity. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was changed to other serious (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect - clinical code and health effect - impact code was corrected.